Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the eyelet threads were damaged. The eyelet and screw were attached to the device. Functional testing between the driver and outer sleeve found that the two devices rotate smoothly. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the eyelet during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/28/2023, it was reported by a sales representative via email that an ar-8978p dx swivelock sl anchor would not thread into the bone. The surgeon attempted to do this three times without success. The case was completed using a new anchor. This was discovered during a cmc internalbrace procedure on (B)(6) 2023.